Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: handpiece device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to component failure (faulty parts), which is normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearing of the ao reaming attachment device seized and was blocked. It was determined that the device was difficult to assemble/disassemble, the color band was chipping/fading, and the pins came out on the cone sleeve. It was further observed that the color ring had peeled off. It was further determined that the device failed pretest for check the free movement, check pins length of cone sleeve and check the machine coupling. It was noted in the service order that there were issues with the connection between the attachment and handpiece devices during pre-surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.